Event description:
The wheelchair was issued to a customer approx one month ago. Customer reported to the center the week of august 1st indicating that his brakes needed to be tightened. Inspection by the wheelchair repair tech found that he was unable to tighten the brakes. The brake assembly needed to be replaced. The assembly had been tightened once and after normal use of approx one month the assembly needed to be replaced. Other wheelchairs that have been issued to veteran customers have had numerous problems including the seat rail locking bracket breaking due to the materials used in fabricating it. A situation involving front castors breaking at the center. A number of complaints that "allignment" is pulling the wheelchair to either the left or right, making it extremely difficult to push. Rptr has concerns regarding the legrest mounting brackets which are secured by nuts and bolts and not welded as most mfrs' products use.